Manufacturer narrative:
Mml#: (B)(4), other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6) / (B)(6). UDI #s: (B)(4) / (B)(4).

Event description:
It was reported that there was oozing and redness around the implantable pulse generator (ipg) site. Although the infection type was not confirmed, an oral antibiotic was prescribed, which resolved the oozing and redness around the ipg site. The patient reportedly had a history and was prone to uti (urinary tract infection) infections. The device was explanted because the patient had diverticulitis and multiple utis. The patient reported a previous unknown infection that spread to the device. The ipg and leads were removed without complications and were sent for pathology. The result was not disclosed to mainstay medical. The ipg and leads were not returned for analysis. Therefore, no device evaluation can be performed. The device history record was reviewed. No relevant nonconformances were found.